Event description:
Device 1 of 2. Ref MFR report: 1627487-2012-03948. The pt received 2 scs systems. The MFR is unable to determine which scs ipg was repositioned at this time; therefore, two reports will be generated. It was reported the pt was experiencing discomfort at his scs ipg pocket site. Subsequently, the pt's scs ipg was repositioned which resolved the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.